Manufacturer narrative:
Product code (d2b) - additional product code qon. UDI for concomitant product, tined lead: (B)(4). Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that the patient with this neurostimulator experienced pain at the battery site and elected to explant the device. The physician confirmed the pain was related to the device. The procedure was completed successfully, and the patient fully recovered. The clinical specialist attended the procedure and reported that the patient is not considering re-implantation. No complications were reported, and the patient recovered well. No specific events or underlying issues were identified. No further complications reported.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen as the allegation relates to discomfort and implant pain which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. Correction: block g2: report source.

Event description:
It was reported that the patient with this neurostimulator experienced pain at the battery site and elected to explant the device. The physician confirmed the pain was related to the device. The procedure was completed successfully, and the patient fully recovered. The clinical specialist attended the procedure and reported that the patient is not considering re-implantation. No complications were reported, and the patient recovered well. No specific events or underlying issues were identified. No further complications reported.